Event description:
It was reported that during a da vinci surgical procedure, the fenestrated bipolar forceps instrument's wire stuck out. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument pitch cable was frayed at the distal clevis hub. Small frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. An additional observation not reported by the site was that the instrument main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratch marks were .138-.124 in length and not aligned with the tube axis. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction of frayed cables and main tube damage if to recur could cause or contribute to an adverse event.